Event description:
It was reported to philips that the heartstart xl defibrillator chock button was hard to activate during a cardioversion procedure. There was no negative pt impact. Another device was used to treat the pt.

Manufacturer narrative:
Pr#: (B)(4).